Event description:
New information noted insulation anomaly was also observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low pacing impedance was observed on the right ventricular lead. Upon examination of the lead under fluoroscopy, it appeared the lead was crushed. The lead was capped and replaced on (B)(6) 2018 during unrelated procedure. The patient was stable post procedure.